Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false atrial fibrillation episodes due to oversensing of premature ventricular contractions were observed. Device software was updated. Programming changes were recommended. Patient has left the clinic and will be scheduled for another in-clinic visit for device reprogramming. Patient was stable.